Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support (mcs) and developed an access site bleed. Manual pressure and an additional suture were initially placed as an attempt to manage the bleed. The team was unable to control the bleeding and the decision was therefore made to remove the impella cp in the catheterization lab. The patient was given one unit of packed red blood cells to treat the bleed. The patient's outcome is critical.

Manufacturer narrative:
The investigation of access site bleeding has been completed. Access site bleeding: clinical reports bleeding around the access site after insertion of guidewire repositioning unit and despite pressure and an additional suture, the bleeding could not be controlled and the pump was removed. The pump was returned for investigation and there was mild kink in the cannula. The cause of the access site bleeding is not determined due to a lack of clinical details.